Event description:
It was reported that the insulin pump alarmed motor error during bolus. It was reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 159 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with currents within specification. No unexpected battery out limit. The device was unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. The device had minor scratches on the lcd window, cracked case near display window corners, and cracked reservoir tube lip.